Event description:
A caller reported a power source alert associated with their device. There was no adverse impact on the customer's blood glucose level. The issue was resolved by plugging the charging cable into a wall adapter, and the pump began charging without the need for further assistance.